Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream occlusion calibration failed. There was no patient involvement,

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed. During further investigation, the downstream occlusion test unit alarmed ¿cassette not attached properly¿ while testing and the device also failed the 50ml cassette test. The downstream occlusion seal and sensor were replaced. The latch lock mechanism was also replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.